Event description:
During a slap repair and clinical evaluation of the bioraptor, the suture anchor cracked. Surgeon had difficulty inserting the anchor into the pre-drilled hole, when they did it was at an angle causing sideways pressure resulting in the cracking of the anchor. This anchor was removed and a second anchor was tried with the same result. This anchor was also removed. Repair was completed with another device. No pt injury or complications resulted.